Event description:
Customer reported issues with her sensor. She stated she received a sensor error alarm. She also reported receiving a low alert for 40 mg/dl when her blood glucose was actually 217 mg/dl. The customer also stated a lost sensor alarm had occurred. She also stated her sensor glucose and blood glucose readings were off. She believed the discrepancy between the readings was due to a bent sensor cannula. The customer was disconnected from the call before further troubleshooting could occur. No additional information provided.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor passed per spec with accurate readings. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Sensor performed bicarbonate buffer test. Sensor passed per spec with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.